Event description:
It was reported the scale was inaccurate by more than 20% due to the load cell binding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Distributor evaluated product and performed repair.